Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting, and found impurities in the trigger reservoir. The fsr resolved the issue by cleaning the buffer reservoir (rohs). No additional result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review for isr63780 revealed no additional service tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the buffer reservoir (rohs) did identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the buffer reservoir (rohs) was identified.

Event description:
The customer observed a falsely elevated architect free t4 results for one sample. The following data was provided (customer provided normal range: 9.01 pmol/l to 19.05 pmol/l): (B)(6) 2024 sid (B)(6) initial result was >64.35 pmol/l. The patient went to another hospital and had repeat testing completed which generated results within the normal range. The original sample was then repeated = 13.59 pmol/l no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect free t4 results for one sample. The following data was provided (customer provided normal range: 9.01 pmol/l to 19.05 pmol/l): (B)(6) 2024 sid (B)(6) initial result was >64.35 pmol/l. The patient went to another hospital and had repeat testing completed which generated results within the normal range. The original sample was then repeated = 13.59 pmol/l no impact to patient management was reported.